Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction and replaced the purge valve assembly, pneumatic component flow bulkhead and tubing assembly filter to resolve the issue. The unit passed all functional and safety tests and was cleared for clinical use.

Event description:
N/a.